Event description:
Fisher paykel 600 carp machine: the unit was on a level surface below my head. I turned over while asleep, and the machine flipped over on its side. I was in a deep sleep filling the mask with water. I felt as if I were drowning. They need to put a safety switch if the unit turns over.